Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in right eye. On pod177, patient experienced "conjunctival scarring of the follicle/filtration bubble scarring and increasing intraocular pressure" of the right eye. Treatment of brimonidine/timolol eye drops were provided. On pod199, iop had not decreased and patient underwent drainage valve and filtering bubble repair surgery. The procedure went smoothly and patient was discharged same day. Device remains implanted. Symptom resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Hcp additionally reported, during surgery on pod199, anterior chamber formation was performed and the implant was found to be broken. The broken part was clamped off, removed, and reinserted about 2 mm into the anterior chamber. On pod206 patient returned for follow up visit, iop was 10 mmhg and recovery was good. Additional details received noting the elevated intraocular pressure resolved about a month after onset as it was well controlled. Scarring of the filtering bleb of the right eye remains present.

Event description:
Additional information reported on pod206, events of increased iop and conjunctival scarring of the follicle resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.